Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device will not power on. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. In the evaluation device has scratches, has slight smell of burning, circuit board is burned in numerous areas along with inlet tube, and resistor is completely off the board. No filter with device.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.